Event description:
The consumer reported on behalf of her daughter eight (8) false negative results with binaxnow covid-19 ag self-test on different dates in april. Per the consumer, her daughter received four (8) negative results with binaxnow covid-19 ag self-test, and a positive result at a doctor office. The patient took tylenol, airborne, advair, elderberry, and she was in isolation. Additionally, the patient was received two covid vaccines shots (pfizer) in late 2021, no booster. This MFR. Report addresses test (7) seven of eight (8) tests and was taken between (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 215578 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 215578 and device part number 195-430wl / lot 213047. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 215578 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : device discarded, single use.

Manufacturer narrative:
New information was received on 03may2023, the consumer confirmed that they performed eight tests instead of four tests that initially reported in event. The event date is an estimate. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported on behalf of her daughter eight (8) false negative results with binaxnow covid-19 ag self-test on different dates in (B)(6). Per the consumer, her daughter received four (8) negative results with binaxnow covid-19 ag self-test, and a positive result at a doctor office. The patient took tylenol, airborne, advair, elderberry, and she was in isolation. Additionally, the patient was received two covid vaccines shots (pfizer) in late 2021, no booster. This MFR. Report addresses test (7) seven of eight (8) tests and was taken between (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.